Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete.

Event description:
Boston scientific received information that a perforation occurred during the attempted implant of this right ventricular (rv) lead. A pericardial tap was performed. No adverse patient effects were reported.